Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by cloudy effluent fluid, which warranted antibiotic therapy. Per the pdrn, the cause of the peritonitis was touch contamination. The patient was observed instilling heparin into their pd solution bag (prophylactic to prevent fibrin) without washing their hands or donning gloves. Per the pdrn, the events are unrelated to the utilization of any fresenius device(s) or product(s). Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Additionally, most staphylococcus epidermidis infections are due to touch contamination. Based on the information available, the liberty cycler set can be disassociated from the event. There is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient had peritonitis. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2020 with cloudy effluent fluid. A peritoneal effluent fluid culture and cell count was obtained, and the patient was started on intraperitoneal (ip) vancomycin 2000 mg x1 and gentamycin 80 mg x1. On (B)(6) 2020, the culture result was positive for staphylococcus epidemidis, and the cell count revealed an elevated white blood cell (wbc) count of 1862 u/l and polymorph count of 87 u/l. The patient¿s gentamycin was discontinued, and the patient continues to receive ip vancomycin 2000 mg every friday until negative cultures are obtained. The pdrn stated the cause of the peritonitis was due to touch contamination. During a home evaluation, the patient was observed instilling heparin into their pd solution bag (prophylactic to prevent fibrin) without washing their hands or donning gloves. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s). The patient is recovering from the events and continues to undergo continuous cycling peritoneal dialysis (ccpd).